Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "we had a patient yesterday that was having a breast lift and the doctor noticed she had a left implant rupture." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture." Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.